Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right implant has flipped and cannot be returned to the correct position. This was creating distortion and discomfort." Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ malposition : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side "slipping". Later healthcare professional reported "grade 1 capsule" and "right implant has flipped and cannot be returned to the correct position. This was creating distortion and discomfort". Device was explanted.